Event description:
Her one touch profile meter was not working. In 2006, the patient woke up n the morning with symptoms of 'sweating, vomitting, and being incoherent." The patient did not eat breakfast that morning and had not taken her morning medications. She could not recall whether she took her medications the night before the event, but did admit to eating dinner. The patient is supposed to be taking insulin, but has not been following the regimen for an unspecified time. She does not even remember teh last time she took a dose of insulin. The patient explained that she hs locked up her syringe/needles since people have been stealing them from her. The patient also takes unspecified dosages of "glucotrol and metformin". She was unable to remember whether she took these oral medications the night before the event or even if she attempted to test herself with the reported meter during the time of concern. However, it is documented that the patient sought medical attention due to her symptoms and since the meter would not work. The patient could not clarify as to what was wrong with the meter. She just stated that " the meter was not working and the test strips were no good. Around 10:00 am, the patient remembered being taken to the hospital where a reading of "448mg/dl" was obtained using an unidentified device. The patient was treated with insulin and released the next day. The customer care advocate (cca) noted that the patient's test strips were expired. The cca, however, documented that the issue was incorrect test strip insertion. The meter and test strip were replaced. This complaint is being reported due ot the following conclusion: she indicated that she had symptoms. The patient was ultimately taken to the hospital where she was found to be hyperglycemic and she received treatment.